Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed. Pacing was inhibited with asystole for greater than two seconds observed. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.